Event description:
It was reported that the crown of a stent graft that supports one of the markers has bent backwards and folded on itself. The tantalum markers on the post angio is a couple of mm into the body of the stent graft. The stent was placed in the cephalic vein. There was no patient injury reported. The stent remains implanted.

Manufacturer narrative:
H10. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for evaluation, as it remains implanted. This application represents an off-label use for this device . The fluency plus tracheobronchial stent graft is only indicated for use in the treatment of tracheobronchial strictures. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.